Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received stating that the patient had significant weight loss

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient lost 60lbs, and as result the patient was experiencing ipg migration and discomfort at the ipg site. Surgical intervention took place on (B)(6) 2024 where the soft tissue pocket was revised and the ipg was repositioned to address the issue. Effective stimulation was restored.